Event description:
It was reported that patient received a notifier for nsln. High capture threshold was noted. A lead dislodgement was suspected; however, a chest x-ray was not performed. The ventricular output was increased and the lead is to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.